Event description:
Additional information indicated the resident came in early to load discs preoperatively, and it wouldn¿t work. She pulled in the other stealth and used that instead. This was for a dbs. No patient was involved with the malfunctioning stealth.

Manufacturer narrative:
A manufacturer representative went to the site to service the system. The disc drive was replaced. Codes b01, c02, d02 apply. Evaluation of the returned disc drive 9735991 lot# s12c6yah400e9q found no fault with the component. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735991, lot #: unknown, ubd: unknown, UDI#: unknown. H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for an unknown surgical procedure. It was reported that the system was unable to read disks. Multiple disks were attempted without effect. No further information was available at the time of the call. The length of the delay was unknown. There was no impact on patient outcome. Additional information was received. It was reported that on-site troubleshooting of the navigation system was conducted. The site a attempted to load four discs with patient images into the system, and initially, three of the four worked, but one did not. The disc that did not work was attempted to be loaded several times, with no success. A separate navigation system on-site was used to test the discs, and all four discs loaded with no problems. The discs were then tried on the first system again. One of the three discs that initially loaded successfully, failed to load a second time. Technical services (ts) believes the system has a malfunctioning cd drive and will generate a part shipment for a new drive.